Event description:
The customer reported that the alarm sound is not alarming. Patient involvement is unknown. There was no report of patient or user harm. The field service engineer identified that the patch cable was unplugged from the speaker kit, resulting in no alarm sound being produced. The cable was plugged in to resolve the issue and sound was confirmed. The device remains at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.